Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula, or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm, and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 393 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (leg), the pod's cannula was found dented/bent. As treatment for hyperglycemia, manual injections, boluses, were delivered, and water was consumed. The patient's blood glucose and insulin history are as follows: bg levels at 140bg; at 5.47pm bg levels at 210bg; at 7.24pm 342mg, 40%bolus increase; at 8.26pm 353mg bolus 0.55u; at 8.47pm bolus 0.60u; at 8.49pm increased basal 50; at 9.42pm 393mg bolus 3u; at 10.30pm manual injection 1.5u; on 24 oct 246mg bolus 1.55u; at 4.59am 271mg bolus 1.85u; at 7.11am cx deactivated pod, reported taking it out, and pod was dry.

Manufacturer narrative:
No issues were observed with the exposed portion of the soft cannula during investigation. Fluid was observed passing through the fluid path successfully and exiting through the distal tip of the soft cannula. The data downloaded from the device did not show any timeouts or drive stalls during the run. No other damages or defects noted during the investigation.